Event description:
Product analysis (pa) on the returned generator was performed.results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. The decoder data of the device was reviewed and other than the reported high impedance, no additional anomalies were found. There were no adverse functional, mechanical, or visual issues identified with the returned generator. No additional relevant information has been received to date.

Event description:
Information was received that the patient was going to be taken back to surgery for the high impedance. Clinic notes for the patient were also received and reviewed. It was indicated in the notes the patient was doing well and incisions were healing fine after the surgery . No evidence of infection or hematoma. Patient went to see the physician due to possible high impedance and possible intervention to repair it. The patient¿s symptoms remained the same. High impedance was seen at the office of the neurologist. The patient indicated they have intermittent seizures. The clinic notes also went back to discuss when the patient was initially found to have high impedance. It was stated the patient was taken back to surgery only to return and have high impedance still. It was stated that the patient can clearly feel the device turn on when settings increased.

Manufacturer narrative:
Type of report - correction - inadvertently did not check follow-up for supplemental report 01.

Manufacturer narrative:
Suspect device correct: initial report inadvertently reported on the incorrect device. Results and conclusion, corrected data: initial report inadvertently reported incorrect results and conclusion.

Event description:
Information was received indicating the patient had surgery. During the surgery, the lead was removed from the generator cleaned and inspected. There were no issues found. The lead was then re-inserted and diagnostics was performed three times. Normal impedance was obtained with neck in different positions. The patient's device was turned on to minimum settings per the request of the surgeon.

Event description:
Generator and lead were received into product analysis. Product analysis (pa) was performed on the returned lead portion. A lead break was identified in the negative coil. The connector ring has remnants of what appears to be silicone adhesive in the vicinity of the large connector boot. No obvious adverse effect was identified on the device performance as a result of this condition. Setscrew marks were noted on the connector pin showing evidence of proper contact between the setscrew and the connector pin. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the coil break location and at the identified secondary broken strands. The negative coil shows appearance suggesting that a stress-induced (fatigue) fracture has occurred in at least one strand of the quadfilar. However, due to metal dissolution, mechanical distortion (smoothed surfaces) and/or surface contamination, the fracture mechanism of the other strands cannot be ascertained. Note that since both the closest and the furthest electrode to the bifurcation were noted returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. It was noted that a portion of the lead had abrasions on the outer silicone tubing. While some abrasions were indicated to be related to the explant procedure, others were stated to have been found under the tie downs which is related to normal wear. Other than the above mentioned, observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Additional information was received regarding the patient, that during the tablet upgrade being performed on the physician's programmer, session reports with high impedance for the patient was found. It was indicated during follow-up that the patient has been referred back to the surgeon. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Implant card was received confirming the patient received a full revision due to high impedance. It was stated that all diagnostics were normal after replacement and that the output current was left at 0ma. The patient will be following-up with the neurologist. The explanted product has not been received to date.

Event description:
It was reported that the physician believed the patient had a broken lead. Clinic notes were received indicating the patient had received a battery replacement two weeks prior to follow-up during which they found high impedance. It was indicated in the surgery notes of the battery replacement that lead impedance was within normal limits both intraoperative and postoperatively. Neck and chest x-rays were stated to have been performed and assessed but no evidence was found to suggest a lead fracture. The patient was referred and scheduled for surgery. No surgical intervention has been reported to date. No additional relevant information has been received to date.